Event description:
Pump was returned for routine servicing and failure code 533:320:7171:0000 was found in the event history. The failure code will result in an alarm and stop the channels in use. No pt info or involvement was reported.